Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported during service at the manufacturer that when the tps handpiece cord was connected to a handpiece it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported during service at the manufacturer that when the tps handpiece cord was connected to a handpiece it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
This follow up is being filed to report the results of the device evaluation.